Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss rs 12mm ls tibial bearing; p/n: 161094, l/n: 482080. Oss rs 3 cm resurf fmr; p/n: 161006, l/n: 230600. Oss cemented im stem; p/n: 150359, l/n: 902920. Oss rs axle; p/n: 161035, l/n: 282720. Oss rs poly fem bushings; p/n: 161034, l/n: 373910. Oss poly tibial bushing; p/n: 150476, l/n: 464670. Oss reinforced yoke; p/n: 150493, l/n: 682430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01037, 0001825034-2019-01036, 0001825034-2019-01293, 0001825034-2019-01294, 0001825034-2019-01295, 0001825034-2019-01296. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure due to loss of range of motion approximately two years post implantation. Attempts to obtain additional information have been made; however, no more is available.